Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site address: (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has drive manifold fail.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, h2, h11. The complaint was duplicate of (B)(4), (B)(4). This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.